Event description:
The right rear wheel of the walker fell off while the staff was bringing the walker to the user.

Manufacturer narrative:
The circlip that prevents the wheel from coming off had been over-extended. The wheel axles of the walker were according to specification. The wheel axles were lubricated with a grease that etac does not use. (B)(4).